Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display lens and upper case were broken. It was also noted that the lower case, battery drawer and one side bail cover were broken, the ring was bent, and one side bail was missing.

Event description:
It was reported the lcd (liquid crystal display) screen and front case are broken. The device was returned for repair. There was nopatient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.